Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system on (B)(6) 2024. It was reported on (B)(6) 2025, during a routine follow up, the patient presented with a type ib endoleak. An intervention is planned for (B)(6) 2025. The patient status is stable.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system on (B)(6) 2024. It was reported on (B)(6) 2025, during a routine follow up, the patient presented with a type ib endoleak. Approximately two (2) months later an intervention occurred with the implantation of two ovation ix iliac stent grafts. The type ib endoleak was resolved and the patient is stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was not available. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak complaint is confirmed. The additional endovascular procedure complaint is confirmed. This is consistent with the reported adverse event/incident. The patient was re admitted on (B)(6) 2024 with an exacerbation of chf which was related to pre existing conditions. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to ae has been updated. B5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11. H6: health effect - impact code: remove code 4614.